Manufacturer narrative:
It is unknown if initial reporter sent report to FDA. The event occurred in (B)(6).

Event description:
The customer received a questionable high total psa result on the cobas e601 module for one patient sample. The initial total psa result was 7.60 ug/l. This result was reported outside the laboratory and was questioned by the doctor. The sample was repeated on (B)(6) 2010 yielding a total psa result of 0.229 ug/l. Total psa reagent lot number, 157638. Information provided indicates the patient may have been harmed mentally by the incorrect results, however details were not provided. No adverse events were alleged regarding this discrepancy.

Manufacturer narrative:
The patient sample was provided for investigation. The high total psa result was not reproducible and is considered to be a single false elevated result. The sample was further tested on the cobas e411 system, the cobas e601 module and the siemens centaur which reproduced the customers repeat total psa results for this patient sample. The repeat result is considered the correct result.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 812:00, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.